Event description:
It was reported that the patient's scs ipg became inoperable after an unrelated surgery where the device was set to surgery mode. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.